Event description:
It was reported that the ilet user experienced a high blood glucose episode and attempted to announce a meal to drive glucose down; the user also considered taking external insulin and was advised to disconnect for at least two hours if doing so, with a documented reading around 356 mg/dl and a prior low preceding the high, indicating a usage issue related to the user interface and procedure. Symptoms included hyperglycemia and polydipsia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to using meal announcements to correct elevated blood glucose, associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.